Event description:
It was reported the xenon light source exhibited ight source flicked on and off when the equipment was turned on. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.